Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatics was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The pneumatics was received for evaluation. A visual assessment of the returned sample showed no obvious non-conformity. The returned pneumatics was installed into a system and smartvit test was performed. The system passed test, therefore the reported event was not replicated. Based on the results of this investigation, the root cause of the reported event can be attributed to internal wear/reliability issue within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing no cutting. Additional information has been requested.